Event description:
Description: some of the rubber plungers have more than normal amount of oil/lubricant/water on them. Event details: 30ml 301231, lot: 2401004, expiry: 2028 ¿ 12, affected: approx 3 boxes so far. Product fault: internal comments from our ICU team: regarding the appearance and condition of some syringes¿specifically the 30ml and 50ml bd luer lock varieties. These syringes have a greasy feel and appear to have dried water marks, giving them an unclean or poor-quality appearance. After looking at new syringes, straight out of the packs they do look, scuffed/marked. Some of the rubber plungers have more than normal amount of oil/lubricant/water on them.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2401004 and were found to be within specification. A device history review was performed for reported lot 2401004; no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples were used for additional evaluation. All product was inspected; no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Based on the available information, a root cause cannot be established at this time. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.